Manufacturer narrative:
(B)(4). Insufficient flow or under infusion. No consequence or impact to patient. The device reported, list number (B)(4), is an abbott product that is marketed internationally, which is the same or similar to a device, list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source. A delivery accuracy test could not be performed due to the pump experiencing an f-05 alarm due to a faulty reed switch and motor.

Event description:
Complainant reported an under delivery. The pump should have delivered 1300 ml but only delivered 100 ml.